Manufacturer narrative:
Investigation narrative: a review of the device history records for this device confirmed the lot to be sterile. Additional information has been requested from the complainant regarding this incident and the investigation is ongoing.

Event description:
It was reported that 6-7 weeks after shoulder surgery performed on (B)(6) 2018 using a regeneten patch, the patient went to physical therapy and the therapist noted the shoulder was very red and swollen. The physician aspirated a large amount of pus from the patients shoulder. Subsequently on (B)(6) 2018, an incision and drainage wash out that included removal of the patch and remaining suture material was performed due to suspected infection and/or implant rejection. It was stated that the previously implanted s&n suture anchors remained in the patient and test results were negative for infection. Current patient status is unknown, however, no further complications have been reported. Report 2 of 2 to capture I&d wash out/removal procedure) that occurred on (B)(6) 2018. See related report 3009351468-2019-00001 for medical intervention (aspiration) that occurred 6-7 weeks post-operatively.